Manufacturer narrative:
Results code - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. The bmw guide wire has been filed under MFR number 2024168-2009-00549. The xience stent delivery system will be filed under another MFR number. Eval summary: qa analysis revealed that the stent implant was returned in a specimen jar. There was blood visible on the stent implant. There was no contrast visible. The entire length of the stent implant was stretched and smashed. The length of the returned stent implant was 1.5 cm. There were fractured struts visible at the proximal and distal ends of the stent implant. Parts of the struts at the distal and proximal ends appeared missing. There was no other damage noted to the stent implant. The stent implant will be sent to scanning electron microscopy (sem) lab for further investigation. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: damaged stent requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat instent restenosis of a xience stent. After stenting of the restenosis with a promus stent, during the attempt to remove the devices from the pt it was noted that the tip of the bmw universal guide wire was caught underneath the deployed stent, which resulted in the guide wire tip unraveling and separating. An attempt was made to snare the separated piece of guide wire with a triple loop snare; however, this damaged the deployed promus stent and retrieval was unsuccessful; resulting in the pt being sent for surgery (CABG), during which the separated piece of guide wire and the damaged stent were removed successfully. No additional event or pt info is available. Your are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand, label of abbott vascular's drug eluting stent.